Event description:
It was reported that the customer had blood glucose levels of 29mg/dl and also in the 40mg/dl range. It was also reported that the customer received a no delivery alarm. Customer was unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.